Event description:
Revision of rejuvenate stem and cup poly. Tests reveal cobalt level at 4.7 and chromium 1.6. The revision system was restoration modular cone/conical. Cup liner was revised from a 40mm to a 36mm. Surgeon believes larger heads create a large fulcrum. We revise every hip to a 36mm liner and head.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown head. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
Revision of rejuvenate stem and cup poly. Tests reveal cobalt level at 4.7 and chromium 1.6. The revision system was restoration modular cone/conical. Cup liner was revised from a 40mm to a 36mm. Surgeon believes larger heads create a large fulcrum. We revise every hip to a 36mm liner and head.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems. This device did not contribute to the reported event.

Event description:
Revision of rejuvenate stem and cup poly. Tests reveal cobalt level at 4.7 and chromium 1.6. The revision system was restoration modular cone/conical. Cup liner was revised from a 40mm to a 36mm. Surgeon believes larger heads create a large fulcrum. We revise every hip to a 36mm liner and head.